Manufacturer narrative:
Upon evaluation o f the returned implant, the anterior side of the xpand implant shows considerable damage i.e. Scratching on the base plate, set screw, gear and extending plate. Two spikes on each endplate are partially removed. The implant was partially expanded less than 1mm. Locking screw could not be turned in either direction. The implant was fully expanded and contracted by hand without issue. Implant was disassembled by removing pins. The threads on the extending plate are completely intact and show no signs of interaction/interference w/lock screw. Inside surface of lock screw is unscratched and shows no signs of interaction/interference with extending plate threads. Based on the evaluation of the threads on the extending plate and inside surface of locking screw, it is likely the implant was not locked. The exact cause of the loss of height however cannot be determined.

Manufacturer narrative:
Globus received notification from FDA on july 17, 2016 regarding MDR 3004142400-2015-00057. It was reported in event description on the initial report that an xpand cervical device was removed. FDA noted the xpand device is only indicated for use in thoracolumbar use, and wanted clarification if this was an off-label use and if clearance was received for cervical use. The event narrative for the initial MDR-3004142400-2015-00057 did indicate the use of xpand cervical device. This was a typographical error, and should have read xpand corpectomy spacer. However, the device was used in an off-label manner at c5-7. Xpand corpectomy spacer is not indicated for cervical use. Event description of this report has been updated to correct the typographical error.

Event description:
It was reported to globus that a patient had a revision surgery due to the loss of height of an xpand corpectomy spacer. The initial surgery was (B)(6) 2015, the revision surgery was (B)(6) 2016

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt fo the complaint. The product was returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. This complaint is still under investigation. Globus will fire a supplemental report when the investigation is completed.

Event description:
It was reported to globus that a patient had a revision surgery due to the loss of height of an xpand cervical device. The initial surgery was (B)(6) 2015, the revision surgery was (B)(6) 2016.